Event description:
It was reported that the patient's tined lead had migrated and the patient had pain at the pocket site. The patient had a procedure to have the lead revised and the neurostimulator was swapped to the left side in a new pocket. The patient is expected to fully recover.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. UDI for concomitant product, neurostimulator: (B)(4). Section b5 and h6: device codes are impacted.

Event description:
It was reported the patient's tined lead migrated and had pocket site pain. The patient had their tined lead revised and their neurostimulator was swapped to their left side in a new pocket. The procedure successfully completed using original method and/or device. Additional information reported that the patient is doing much better, and symptoms are managed well.

Event description:
It was reported the patient's tined lead migrated and had pocket site pain. The patient had their tined lead revised and their neurostimulator was swapped to their left side in a new pocket. The procedure successfully completed using original method and/or device. Additional information reported that the patient is doing much better, and symptoms are managed well.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. UDI for concomitant product, neurostimulator: (B)(4).